Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer didn't know blood glucose level at the time of the event. Customer reported she didn't recall any issues leading up to the button error. However, she did mention she had battery issues but refused to discuss the issue. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.